Event description:
It was reported bd vacutainer® ultratouch¿ push button blood collection set is split and separated in two pieces. No patient impact was reported. The following information was provided by the initial reporter: tubing for collection set is split and separated in to two pieces.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: jka. D.2. Common device name: blood specimen collection device. Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd vacutainer® ultratouch¿ push button blood collection set is split and separated in two pieces. No patient impact was reported. The following information was provided by the initial reporter: tubing for collection set is split and separated in to two pieces.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for severed tubing was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of severed tubing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode severed tubing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported bd vacutainer® ultratouch¿ push button blood collection set is split and separated in two pieces. No patient impact was reported. The following information was provided by the initial reporter: tubing for collection set is split and separated in to two pieces.

Manufacturer narrative:
The following fields have been updated: b3: date of event: (B)(6) 2023 h3 other text : see h.10.